Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove obstructions from the pump's speaker holes and clean them, which cleared the alarm and allowed the customer to resume insulin delivery.